Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad was severely worn. There was a scratch on the probe. The position of the scratch on the probe was same as that of the worn pad of the grasping section. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the similar cases in the past, it was known that the ptfe pad was damaged due to activating output while grasping nothing. Also, the activation error might be caused by coming in contact between the surface of the probe and metal part area with the worn pad. The instruction manual of the subject device already states; do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
It was informed that the activation error occurred when checking the subject device before use. However, the subject device was used during unspecified procedure. The intended procedure was completed with another device. No patient injury was reported. On october 31, 2016, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was severely worn.